Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted on (B)(6) 2009. According to the complainant, the patient experienced pain due to eroded mesh and addition medical treatment and procedures. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.